Event description:
Reportedly the pt suffered an external injury at the duodenum. During the operation, the muscularis was sutured using the size 0 biosyn. Eleven days later when the suture was being removed it was noticed that parts of the suture was broken. Two days later pt experienced an infection at the suture site. The next day the suture line was cleaned and resutured without complication.